Manufacturer narrative:
An investigation was completed. The results of the investigation have identified no additional actions are necessary at this time. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Lot number 33016388 identified.

Event description:
It was reported a plate fractured. It was removed following six months of implantation.